Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
The report states that the patient complained of patella crepitus. The surgeon elected to open the patient's right knee to explore the implant construct to determine if there was any detrimental issues causing this total knee to be noisy. The surgeon removed a significant amount of scar tissue/synovial membrane surrounding the prosthetic patella component. All of the knee components were retained in the situ. All components were well fixed to the host bone. Surgeon hopes that this procedure will eliminate the patient's issues.

Manufacturer narrative:
The device associated with this reported event was not returned for evaluation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.